Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her son's insulin pump would deliver random boluses. The mother inquired why these unprogrammed bolus would occur. It was also found the customer believed they may have mistakenly pushed the buttons to deliver the bolus. No additional information provided.